Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while at the section of the colon during a laparoscopic colectomy, the surgeon was able to press the green button but the reload was not fire. They used another reload to complete the case. There was no patient injury.